Manufacturer narrative:
(B)(4). Other: false lumen perfusion.

Event description:
A valiant captivia stent graft system was implanted in zone 3. The diameter of the proximal aortic neck was 40 mm, with a length of 30 mm. The smallest diameter of the true lumen was 5 mm, and the maximum aortic diameter at the level of the smallest diameter of the true lumen was 50 mm. A type ib endoleak was discovered. During routine follow up. A stent graft was implanted to resolve the endoleak. No additional clinical sequelae were reported, and the patient is fine. The patient will be monitored. Additional information received reports that the type ib endoleak was actually false lumen perfusion,and a covered stent placed at the level of the right renal artery, as well as embolization, was employed to resolve the issue. The investigator assessed the event as unrelated to the device or study procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. It was reported that the patient had bleeding complications consisting of a hematoma at the access site. The patient received medication and a transfusion and the issue resolved. The investigator assessed the event as not device but procedure related.

Event description:
Additional information received reported that a valiant stent graft system was implanted in the patient for the endovascular treatment of a 5 cm diameter thoracic aneurysm and an acute type b thoracic aortic dissection with an entry point in the lower descending aorta. The most proximal start of the false lumen was in zone 4 and the most distal extent of the false lumen was between the celiac axis and the renal arteries. The false lumen was patent with visible re-entry tears. There was no mural thrombus in the aneurysm neck. At the one year follow up an enhanced CT revealed a maximum aneurysm diameter of 7.6 cm and a total covered area of 250 cm as well as a new type ia proximal endoleak which was related to the procedure. The false lumen at the level of the stented segment of the aorta was completely thrombosed. The false lumen distal to the stented segment of the aorta was patent. There was new perfusion into the distal false lumen and resultant abdominal aortic dilation. The patient was hospitalized and underwent a secondary procedure, in which a covered stent was placed at the level of the right renal artery for embolization of the false lumen. A secondary procedure was done to resolve the type I endoleak. An additional valiant proximal stent graft extension was placed without issues. However, the patient experienced bleeding complications and developed a right scarpa haematoma extending to the buttock and significant blood loss with hemoglobin of 8g. Preventive anticoagulation treatment with lovenox was discontinued and the patient was transfused with two units of packed rbc¿s and was discharged. The patient was admitted to the emergency department for a left-side deficit against a background of suspected acute upper limb ischemia. The brain scan showed a right occipital-parietal hematoma with ventricular flooding and a mass effect. On admission the patient's neurological state deteriorated gradually with drowsiness, a barely discernible response to simple instructions, left-side deficit, and left lateral homonymous hemianopsia. Right facial clonus was observed, urinary bladder of 500 cc was drained using a catheter. It was felt that the hematoma was beyond all treatment and not suitable for neurosurgical evacuation. The patient's coma increased and led to death twelve hours later. The cause of death was intracranial hemorrhage unrelated to device or thoracic disease; however,since the event occurred within 30 days of a secondary procedure to correct the type ia endoleak, it was noted that it was related to the secondary thoracic procedure there was no autopsy. A death certificate was not provided.

Manufacturer narrative:
Implanted date was updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.